Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarm continuously and the keypad buttons are not responsive. The customer's blood glucose reading was 171mg/dl at the time of incident. Troubleshooting found that the customer changed the battery but the alarm persists. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. No further details provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased up button dome switch. No unlocked lcd keypad connector. No unexpected constant tone anomalies noted. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.